Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 patient underwent a right knee replacement. Depuy implants were implanted with depuy cement. No intra-operative complications were noted. On (B)(6) 2019: patient underwent a right knee revision due to pain and loss of function. Patella and femoral component were noted to be well fixed. The tibial tray was also noted to be well fixed. Upon removal of the component, it was noted that the cement mantle had debonded exclusively from the under surface of the tibial tray. The cement in those areas was attached to the underlying tibial plateau bone cute, but not to the implant itself. The cement was still well fixed circumferentially to the wings and keel of the implant. The patella was left in implanted with competitor implants and competitor cement. Doi: (B)(6) 2017, dor: (B)(6) 2019, (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.